Event description:
Pt was having anterior hip replacement surgery and the non operative leg fell while still in the leg table support. The dr determined that the pt was not harmed. Mizuho osi replaced the pressure arm assembly that was damaged from the locking handle exceeding the 2:00 position.